Event description:
Doctor reported non-integration. It was reported that the implant at tooth site #42 failed to integrate due to significant bone loss at the implant site and was removed.

Event description:
Doctor reported non-integration. It was reported that the implant at tooth site #42 failed to integrate due to significant bone loss at the implant site and was removed.